Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) was dispatched to the customer's facility and confirmed the reported issue. Fse found the bf probe tip to be dirty and cleaned the tip. Fse also found kinked wash solution bottle tubing, which was replaced. Fse proceeded to prime, ran daily check, and ran quality controls (qc) on the instrument. All results were within specification. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages for control-related errors, error 2015 bf probe purge failure is generated when purging by the bf probe is abnormal. Troubleshooting states to clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported issue is due to a clogged bf probe tip.

Event description:
On (B)(6) 2017 a customer reported getting error 2015 bf (bound free) probe purge failure upon start up on the aia-360 instrument. The customer is unable to run patient samples bhcg (beta human chorionic gonadotropin), e2 (estradiol), prog ii (progesterone), lh ii (luteinizing hormone). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg, e2, prog ii, and lh ii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.